Event description:
The total cross pta balloon was used out of indication in the common carotid artery. Following successful diltation, an attempt was made to completely deflate the balloon. The balloon was withdrawn in a semi-inflated state, resulting in dissection of the artery. There has been no claim of injury associated with this event.